Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was confirmed based on the medical records provided. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this early post-traumatic periprosthetic femoral fracture." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence that device related factors were responsible for this early post-traumatic periprosthetic femoral fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, serial dated x-rays and the primary operative report would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
This (B)(6) female sustained a fall while intoxicated resulting in a right sided proximal femoral periprosthetic fracture approximately 41 days postoperative for a right primary tha in the adm x3 clinical study. Surgery occurred on (B)(6) 2015 and an open reduction, internal fixation with multiple cerclage wires was done as well as a revision of the accolade stem to a long stem cemented variety. The femoral bearing head and acetabular component were salvaged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
This (B)(6) female sustained a fall while intoxicated resulting in a right sided proximal femoral periprosthetic fracture approximately 41 days postoperative for a right primary tha in the (B)(4). Surgery occurred on (B)(6) 2015 and an open reduction, internal fixation with multiple cerclage wires was done as well as a revision of the accolade stem to a long stem cemented variety. The femoral bearing head and acetabular component were salvaged.